Manufacturer narrative:
(B)(6). The returned closure top was evaluated. The threads were found to be damaged in a manner consistent with misalignment of the extender sleeve with the pedicle screw tulip, which allows the closure top to cross-thread. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
A closure top was returned without an allegation of malfunction. However, device evaluation by zimmer biomet personnel found that the closure top's threads were damaged. There was no report of patient harm in relation to this issue and it was reported that the associated procedure was completed.